Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving two resolute onyx coronary drug eluting stents, the stents did not deploy and remained on the balloon. The procedure took place in the right lower extremity. The stents were removed from the body without causing injury to the patient. The devices were inspected, and negative prep was performed with no issues noted. The devices did not pass through a previously deployed stent. There was no resistance encountered when advancing the devices, and no excessive force was used during delivery. The patient is alive with no injury.